Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the unknown sheath and carrier tube, and locator. The returned device was visually inspected and was found to have been in used condition with visible signs of blood. The carrier tube was found to have been kinked and the bypass tube was found to have been dislodged. Anchor was found to have been released. An unknown sheath was found with the returned device, the sheath was found to have been cut. The arteriotomy locator was found to have been kinked at the blood inlet hole. No other damage or deformation was found on the returned device. The complaint was unable to be confirmed. The alleged hemostasis sheath was not returned with the returned device. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea/hazard based risk table (hbrt).

Event description:
The user facility reported that the involved 8 fr angio-seal kept kinking when the doctor tried to insert it into the arteriotomy. The doctor upsized from a 7 french small sheath to an 8 french angio-seal however both units couldn't enter the vessel. The doctor decided to aboard use femoral closure device and hold pressure. Patient was in stable condition. Procedure outcome was successful. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. Additional information was received on 13 jun 2023: the procedure performed for the patient prior to the closure device was a left renal angioplasty and stent. The doctor was using a 10cm 7 fr pinnacle sheath, then tried to close with 8 fr angio-seal. There was no pre-deployment angiogram performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no reported blood loss. The doctor aborted and held pressure. The patient had an iodine contrast allergy, only co2 was used in this case. There may be some calcium near the arteriotomy access site in the common fem, but it was hard to tell.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.